Event description:
Medtronic received information that one year and seven months post implant of this mitral bioprosthetic valve, explantation was required and the valve was replaced. No adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Multiple attempts to obtain device return and additional details regarding this event have been unsuccessful. Without return of the product or information regarding the reason for explant, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.